Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens. As the surgeon withdrew the injector from the pt's eye, noticed the lens had torn. A piece of the lens was in the pt's eye and the other piece of the lens was still in the injector. The lens was removed with no pt injury or trauma. Three lenses were used on the same pt and all three tore. A fourth lens, same model was implanted with no problem. The reporter stated they used a competitor's injection system, which has not been approved by the MFR for use with this lens model. The reporter stated they are aware that using this injection system is off-label use. See MFR # 2023826-2010-00962 and MFR # 2023826-2010-00964 for other lenses.

Manufacturer narrative:
(B)(4).